Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for left peripheral arterial disease (pad) with the implant of four detour system torus peripheral stent grafts (psg) on (B)(6) 2024. On (B)(6) 2024, the patient was being stented for right pad. During angiography, it was identified that the proximal torus psg had stenosis. Reportedly, the patient has been compliant with medications and routine follow ups. The patient has no physical complaints regarding left leg. Reintervention was completed on (B)(6) 2024. Stenosis was noted in the left superficial femoral artery (sfa) above torus stent. Additionally, it appeared that the torus psg was lower than at the initial case (B)(6) 2024). Stenosis was also noted below placement of the distal stent. Percutaneous transluminal angioplasty (pta) was performed in the distal stent with a 6x100 balloon and then a 7x40 balloon. A 7x15mm gore viabahn vbx stent graft was implanted proximally to extend a little higher to exact origin of the sfa. Pta was also performed in the profunda with a 5x40 balloon. The patient was reported to be discharged one day post reintervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. Where possible, at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging are made. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device was unable to be performed as it was not returned to endologix as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the superficial femoral artery, profunda and distal stenosis and additional intravascular procedure complaints are confirmed. The implant movement complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be identified. The reported movement of the most proximal stent could have contributed to the stenosis, however that could not be determined. The final patient status was reported as discharged one day post reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.